Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing remains implanted. Review of the abbvie peg and j use fmea identified the cannula insertion step in the placement procedure that could potentially contribute to pneumoperitoneum. Additionally, moderate tension on the peg tube following placement is essential for formation of the stoma. The abbvie peg and j risk management report documents pneumoperitoneum as a risk, indicating that the risks have been reduced as low as possible through product design and the placement procedure, and the benefits of the duodopa system outweigh the risks of pneumoperitoneum. A literature citation indicates typical pneumoperitoneum rates. ¿it is recognized that transient subclinical pneumoperitoneum occurs during gastrostomy placement in as many as 56% of procedures and is generally not of any clinical significance.¿ the rate of complaints for pneumoperitoneum with abbvie peg tubes is well below the rates cited in literature. Itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Finally, abbvie reviews complaint categories for possible trends and there were no trends identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, the physician reported that the patient had severe abdominal pain, nausea and diaphoresis since morning. The patient experienced pneumoperitoneum. The patient pegj tube procedure was done on (B)(6) 2015 and the duopa medication was started on (B)(6) 2015 and started duopa titration. The patient received tylenol # 3 for the pain. On an unspecified date in (B)(6) 2015, the patient experienced dyskinesia, abdominal pain, felt she received too much duopa and residual gas in her abdomen. The reporter felt she received too much and developed dyskinesia and abdominal pain. The patient went to the emergency room where she was hospitalized. The patient has been released. The patient was no longer going to use duopa therapy. It was suspected that the patient had residual gas in her abdomen from the pegj procedure.